Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: after cardiac pt was stabilized with steel wires, a non-synthes product, pt was implanted with 5 sternal zipfixes on (B)(6) 2012. It was noted there was a fusion of the sternum on an unknown date. Pt underwent a second surgery for colon cancer on an unknown date and it was noted pt lost a significant amount of weight, (B)(6), in a short amount of time. It was noticed the zipfixes started becoming prominent on the skin and the most inferior zipfix was a danger of sticking through the skin, date unknown. Pt was returned to the operating room on (B)(6) 2012, the zipfixes were removed. During the removal, the most inferior zipfix was loosened and 3 zipfixes were no longer tight around the sternum, but still closed. The zipfix around the manubrium was closed and tight.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.